Event description:
As reported by the user facility: clevidipine was initiated in operating room. Upon arrival to cvicu at 1215, the rate was at 22 mg/hr. At 1227, the rate was decreased to the prescribed maximum rate of 16 mg/hr. The lines were traced from medication bottle, through the pump to the patient (missed the roller clamp on the tubing was clamped). The IV pump should have registered and alarmed that the medication was not infusing because of the clamped line, but it only showed that the medication was infusing. The patient is known to have a thin walled aorta and experienced severe hypertension. Goal sbp was 110-130, sbp up to 200. Eventually the rn noticed the bottle of clevidipine was not running out like it should have and discovered the issue. No apparent injury observed.

Manufacturer narrative:
(B)(4). (B)(4) is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4). This report has been identified as b. Braun (B)(4) internal report # (B)(4). To date the facility did not return the pump or pump logs for evaluation. Without evaluation of the pump and/or logs, the exact cause of the reported event could not be determined. If the facility provides the pump and/or logs for evaluation, a follow-up report will be filed.